Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a replacement procedure, when the new right ventricular lead was connected to the new ICD, high impedance was observed. Helix damage was suspected but not visually confirmed. The lead was removed and replaced. The patient was stable following the procedure and in good condition.